Event description:
The account reported that during a polypectomy they heard a "popping noise" when using the electrosurgical generator (esu). The esu was in the endocut mode, effect 3 at 200 watts. A few days later the pt went to another medical facility and had surgery to repair a perforation. The hole was higher up in the bowel from the initial procedural site. Pt appears to be fine.